Event description:
A nurse reported to baxter an issue of system error ( se) 2367 which occurred on homechoice (hc) during use. The home patient (hp) was at the clinic and at the end of the treatment when they got the alarm. He restarted the machine which started up in "factory preparation positon". The hc was demanding the patient to state his weight even though this is already done at earlier occasion. The patient had got this treatment two earlier nights with the same hc without any problem .there was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The reported issue of system error (se) 2367 was not confirmed and the assignable cause is undetermined.